Manufacturer narrative:
H3 and h6: philips field service engineer (fse) went onsite to further investigate the reported event. The customer stated that the waveforms for the ECG, spo2, and invasive blood pressure (ibp) parameters were all lost for the patient in ICU bed 4 on (B)(6) 2019 around 10:00 while a heart massage was performed. According to the customer, the ECG issue was resolved by replacing the ECG electrodes. The ibp waveform was lost during the heart massage, but was again displayed after the massage was completed. While onsite, the fse could not confirm the reported issue and found the x2 to be working as intended. An in-house running test was then set up that was performed for more than a month, but the reported issue could not be reproduced. No trouble was found with the device and the exact cause for the reported occurrence could not be established. To prevent possible recurrence in the case of an intermittent issue, the fse reinstalled the software for the x2 and confirmed that the device was working as intended after the software reload. No subsequent calls were received from the customer regarding the reported device and issue. The reported issue could not be reproduced by the field service engineer despite a long-term running test and the cause for the occurrence could not be established. Although no trouble was found with the device during testing, a malfunction of the x2 at the time of the reported event cannot be completely ruled out. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of incident has been requested, not available at time of report.

Event description:
The customer reported that "on the mx800/x2 monitor for ICU bed 4, the ECG stopped being displayed at around 10:00". We cannot rule out that immediate clinical action was needed to prevent serious injury. No further information was received at this time.